Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained from the article corresponding author that he/she does not know the system number, procedure date or the patient demographic information. The author confirmed that there are no isi products to be returned for evaluation, nor video or images are available. It was believed that the post-operative complications were due to the pre-operative clinical conditions of the patients.

Manufacturer narrative:
Based on the information gathered, the causes of the operative complications cannot be determined. There is no indication that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected to be returned for evaluation. Article citation: c. G. S. Huscher, f. Cobellis, g. Lazzarin, et al. Intrathoracic robotic-sewn anastomosis during ivor lewis esophagectomy for cancer: back to basics? Journal of gastrointestinal surgery 02feb2023. Available from: https://doi.org/10.1007/s11605-023-05616-w. Note: this medwatch report (patient identifier #(B)(6)) is being submitted for the operative complications. A separate medwatch report (patient identifier #(B)(6)) is being submitted for the reported patient death events in the same article.

Event description:
During a review of a literature article involving da vinci-assisted surgical procedures titled, ¿intrathoracic robotic-sewn anastomosis during ivor lewis esophagectomy for cancer: back to basics?,¿ the following events were reported: forty patients underwent complete robotic ivor lewis esophagectomy (crie) for adenocarcinoma of the lower third of the esophagus or cancer at the gastro-esophageal junction type I from january 2015 through december 2019. All 40 procedures were completed successfully without the need for conversion. The median operative time was 320min, median estimated blood loss was 325ml. Anastomotic leak rate was 10% (type I 15%, type ii 5%). All patients were discharged to home. In-hospital 30-day mortality was 5% (2 patients) while 60-day mortality rate was 0%. Postoperative surgical complications (modified clavien-dindo classification, mcdc = 2) occurred in 19 patients (47%); pulmonary complications occurred in 4 patients (10%); cardiac complications occurred in 5 patients (13%). Intuitive surgical, inc, (isi) made attempts to obtain additional information, but no additional information was available other than what were already mentioned in the article.